Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device (a) was received in good visual condition; a bag with nine malformed clips and a picture of a j-shape clip were returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the tip of the advancer was observed to be bent; this condition led to the formation of two clips with gap as the clips did not fully advance into the jaws and six conforming clips. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Event description:
It was reported that during an unknown procedure, during the firing, the clip doesn't have good formation. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.